Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the distal spring electrode revealed the covering was torn/separated from the medical adhesive at the distal end and the spring was stretched at this point. The damage was confirmed to be induced. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, several attempts were required to fully extend the helix. Once the helix was extended, loss of capture was observed. Several attempts to reposition the rv lead were made, but loss of capture was noted in all positions. As a result, the rv lead was removed and replaced. No adverse patient effects were reported.